Event description:
A territory mgr contacted zoll customer support on (B)(6) 2014 to report that the pt passed away on (B)(6) 2014. The pt's sister reported that the pt was being transported via ambulance to the hospital when the device treated and the pt 'flat-lined'. The device appropriately treated resulting in a post shock rhythm of asystole. Post-shock asystole is a known risk of defibrillation.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) are currently underway. There is no evidence at this time that suggests a deficiency with the equipment. A treatable arrhythmia (ventricular fibrillation) was first detected by the lifevest at 16:07:13 on (B)(6) 2014. The treatment (16:07:48) for vf resulted in asystole. Two other treatments were delivered during asystole. The pt's rhythm remained in asystole. The lifevest operated according to its specifications. Post-shock asystole is a known risk of defibrillation.